Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed post-paced t-wave oversensing on the right ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes and induction test performance were discussed. No further information was provided.